Event description:
The customer was admitted to the emergency room for low bgs. It was stated that the customer received an alarm. The contact also mentioned that the customer is disoriented and incoherent. Assisted the contact with checking the customer's basal rates and the bolus history. It could not verify any information.